Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Pharmacy is calling on behalf of the customer. The expected fasting blood glucose test result range is 120 to 190 mg/dl. Medical attention is reported on (B)(6) 2015 as a result of the meter's readings. Blood test performed on (B)(6) 2015 12:00pm produced result of 363 mg/dl. Then, patient went to the emergency room and her blood glucose was measured to be 80 mg/dl with hospital meter. Upon discharge from the hospital, the patient's blood glucose was measured to be 129 mg/dl with hospital meter. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results (date / time not set): 1:219mg/dl (B)(6) 2015 07:30am. 2:198mg/dl (B)(6) 2015 06:56am. 3:149mg/dl (B)(6) 2015 02:47am. 4:380mg/dl (B)(6) 2015 01:06pm. 5:313mg/dl (B)(6) 2015 12:12pm.